Event description:
In was reported that only one marker band was visible under the x-ray.no patient injury was reported.

Manufacturer narrative:
The catheter was returned for evaluation. The distal marker band and the distal tip were found missing; however, the cause could not be determined.(B)(4).

Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).